Event description:
Consumer claimed that their sonicare toothbrush exploded and caught fire. No injury reported.

Manufacturer narrative:
Device problem code was corrected from 'patient-device interaction problem' to 'temperature problem.' Analysis results: product was not returned to confirm a malfunction has occurred.